Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. It was reported that 6 patients with atrial fibrillation who underwent pulmonary vein isolation (control group) suffered thermal lesions, which were noted during endoscopy. It is unknown if medical/surgical intervention or prolonged hospitalization was required for treatment. Radiofrequency ablation was performed with externally irrigated-tip catheters (navistar thermocool, biosense webster; or therapy coolpath, st. Jude medical). It is unknown which device the patient has been used. Bwi takes conservative approach to report all the events occurred under navistar thermocool, however catalog and lot number is unknown. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿individually tailored vs. Standardized substrate modification during radiofrequency catheter ablation for atrial fibrillation: a randomized study¿ the purpose of this randomized single-centre study was to compare the efficacy and safety of pulmonary vein isolation plus voltage-guided ablation vs. Pulmonary vein isolation with or without linear ablation depending on the type of atrial fibrillation. The study was conducted from october 2010 to november 2011.